Event description:
An initial report of the potential for patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient reported she preemptively performed an early cassette change because she was planning on going out of town. When she did this, she reported neither of her pumps would communicate with her remote, and troubleshooting was not successful. The patient reported no changes in breathing and was advised to go to the hospital. A nurse followed up stating the patient refused to go to the hospital and is waiting for replacement systems. Replacement pumps were couriered to the patient, which she received on (B)(6) 2023. On (B)(6) 2023, the patient reported pump failure alarms on the courriered pumps. Products in use at the time of the reported events were returned and investigated. Logs show that two systems were in use on the day prior to the date of the initial event. Pump utpm0009809 generated a no communication attention alarm on the date of the complaint. Pumps utpm0009809 and utpm0009810 showed signs of remodulin ingress. No cassettes or infusion sets were returned, so the cause of the ingress could not be determined. No further investigation is possible. Logs show that utpm0012529 and utpm0012530 are associated with the subsequent event on (B)(6) 2023. At the time of the event, both pumps generated pump failure alarms due to hardware failures, and entered failsafe states as designed. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.